Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified antibiotic (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event. Pd therapy was ongoing. No additional information was available.